Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that when the surgeon inserted the ar-2324kbcct swivelock anchor into the patient, the screw broke mid shaft. The sales rep explained the patient had soft bone. The fragment was removed and the case was completed by using a new ar-2324kbcct.

Manufacturer narrative:
Complaint confirmed based on the customer provided photo, which displays a biocomposite anchor that broke at the third distal-most screw. However, the cause remains undetermined without physical evaluation of the complaint device. No change in harm was identified.